Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after therapy was initiated, the device was receiving a line open message and the flow rate was noted at 0.0 l/min. The complainant advised they had already changed the device and the same alarm was also noted on the second device. Per troubleshooting, the fluid delivery line was removed and occluded. The flow rate remained the same at 0.0 l/min. On the second attempt, the flow rate fluctuated from 0.3-0.5 l/min. The nurse stated she would change the pads and set aside the first set of pads. Per follow up, therapy continued with no further issues on the second set of pads. Per sample received, it was notated that two sets of pads were received. One was a large and the other was a small.

Event description:
It was reported that after therapy was initiated, the device was receiving a line open message and the flow rate was noted at 0.0 l/min. The complainant advised they had already changed the device and the same alarm was also noted on the second device. Per troubleshooting, the fluid delivery line was removed and occluded. The flow rate remained the same at 0.0 l/min. On the second attempt, the flow rate fluctuated from 0.3-0.5 l/min. The nurse stated she would change the pads and set aside the first set of pads. Per follow up, therapy continued with no further issues on the second set of pads. Per sample received, it was notated that two sets of pads were received. One was a large and the other was a small.

Manufacturer narrative:
The reported event was unconfirmed. The pads were inspected and found to have the trim pattern correctly performed, the plastic tubes were found completely assembled covering the total of clamping rings on the plastic connector and manifold connector, the foams were found free of damages, tears or perforations, the seal between manifold connector and pad was found completely sealed, and the energy connectors were found free of damages. It was noted that there was evidence of the sealing presence on the pads. No manufacturing issues related were noted during the visual evaluation of the pads returned. Per the functional testing, the flow rate was found to be acceptable on all of the returned pads. The flow rate for this product must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿